Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that diminished p-waves and apparent oversensing were observed with the right atrial (ra) lead. In addition, the unipolar sensing configuration was unable to detect any p-waves. It was later confirmed that the ra lead had migrated, and the patient was scheduled for a procedure to reposition the lead. The ra lead remains in use. No patient complications have been reported as a result of this event.